Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the insertion of a foley catheter in the operating room, it fell off spontaneously in the ward after surgery. Upon checking the balloon, it was found that the sterile water leaked from the drainage lumen and it was suspected that there could have been a lumen to lumen leak.

Manufacturer narrative:
The reported event was unconfirmed. Received two (2) photo samples. First photo sample showcases a 3-way temp sensing catheter with cut portion of inlet tubing. Second photo samples showcases end of the catheter partially inflated. Visual inspection noted a 3-way temp sensing catheter with cut portion of inlet tubing. Inflated balloon with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. There were no signs of liquid or solution in the drainage lumen. This is within specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the insertion of a foley catheter in the operating room, it fell off spontaneously in the ward after surgery. Upon checking the balloon, it was found that the sterile water leaked from the drainage lumen and it was suspected that there could have been a lumen to lumen leak. The representative confirmed that they could not confirm any abnormalities throughout the catheter. The inlet tube was cut and the bag was discarded.